Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of dizziness and light headedness. It was also reported the right ventricular (rv) lead had high and varying impedance. It was noted for the rv lead there were pauses or periods with spikes with no capture and noise seen but no high rate noise recorded on device. X-ray of the lead showed a small divet where the clavicle crosses the rib. The lead was capped and replaced. No further patient complications have been reported as a result of this event.